Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 186 mg/dl. Customer will have shoulder surgery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.